Event description:
A falsely elevated troponin I result of 3.22 ng/ml was obtained on a patient. The result was reported and the physician questioned the result. The same sample was tested on the same instrument and a result of 0.22 ng/ml was obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequence as a result of the reported falsely elevated troponin I result. Analysis of the instrument data by a dade behring technical assistance center representative indicated that the most likely cause for the falsely elevated troponin I result was the r2 probe.